Manufacturer narrative:
This report is submitted on march 22, 2017.

Manufacturer narrative:
This report is submitted on january 6, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an extrusion of the ground electrode. Subsequently, the patient underwent revision surgery (date not reported) to cover the exposed electrode with temporalis muscle. Following revision surgery, the patient developed an infection, resulting in the decision to explant the device. On (B)(6) 2016, the device was explanted. It is unknown whether the patient was reimplanted as of the date of this report.